Manufacturer narrative:
Complaint of overheating and grinding noise was confirmed. Cause of overheating and noise is a corroded motor/gearbox. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported the powermax elite mdu hand control presented a grinding noise and overheated. A back up device was utilized to complete the procedure. No patient injury or complications were reported.